Event description:
It was reported that balloon rupture occurred. The occluded and thrombosed target lesion was located in the internal fistula of the left forearm. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured and was damaged horizontally. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was initially inflated to 15 atmospheres (atm) and then to 20 atm on the following three inflation attempts for 30 seconds respectively. However, the balloon burst during the fourth inflation.

Event description:
It was reported that balloon rupture occurred. The occluded and thrombosed target lesion was located in the internal fistula of the left forearm. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured and was damaged horizontally. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.